Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep reprogrammed the patient and that the patient was doing well. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: when asked what were the circumstances that led to the sudden voiding about every hour for the last two nights the patient replied that they were diagnosed with urinary tract infection and treated with antibiotics. There were no further complications reported/anticipated.

Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that suddenly (about two nights ago) the patient was voiding every hour overnight for the last two nights. The patient noted they soaked themselves on the day of the call. The patient reported to patient services that stimulation was on. The patient reported increasing stimulation without relief; that they increased to point of discomfort and then decreased again to a comfortable level. The patient reported they had tried other programs in the past but declined when offered help, stating they wanted to wait for their health care physician (hcp) appointment with a manufacturer representative present. The patient reported they had a hcp appointment on tuesday and they would rather wait to resolve with a rep present. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a manufacturer representative (rep). The rep reported they spoke to the hcp and the patient was doing better. There were no further complications reported.